Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per a visual inspection. The insulin pump was received with a cracked case at the display window corners and a minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she had been sweating and exposed the insulin pump to fluids. The customer's blood glucose was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.